Manufacturer narrative:
The reported unit was not made available for evaluation. Should the product be returned or new information is made available, a follow up report will be submitted. This report is submitted to comply with MDR malfunction notice 76 fr 12743 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.

Event description:
It was reported that during pre-clinical check of the ventilator customer reported issues with set parameters. Customer stated that set parameters for expiratory change when powered on.

Manufacturer narrative:
The reported unit was not returned to the manufacturer for evaluation and repair. Distributor reported that the pcb board was replaced and the device meets specification. Millennium ventilator serial number (B)(4) was manufactured on 08/14/2001. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) found no non-conformance that could cause or contribute to the reported issue. This report is submitted to comply with MDR malfunction notice 76 fr 12743 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.